Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2020-00255. Concomitant medical products: 2.0 lactosorb system l-shape plate - left extended, part# 915-2151, lot# 957040. 2.0 lactosorb system 2.0 x 7 mm lactosorb screw, part# 915-2301, lot# 369860. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: foreign country: (B)(6).

Event description:
It was reported a re-operation was performed due to plate exposure five (5) months following implantation. The plate had been implanted on the maxilla at a zygomatic fracture during an open reduction and internal fixation procedure and five (5) months later the corner of the plate was exposed. No infection was reported to have occurred and the plate was removed in a revision. No additional patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed because a revision surgery was reported. The devices were not returned for investigation and no photos were provided. For these reasons, no functional testing or visual evaluations could be conducted. No x-rays, scans, photos, or physician's reports were provided. The DHR for this device was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding extrusion of the material through skin for this item# 915-2151, lot# 957040. The most likely underlying cause could not be determined. It is possible that the device was placed directly under the incision, near the skin surface. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.